Event description:
Caller reported self-treating symptoms of hypoglycemia with 4 glucose tablets and "some other sweets" following an aviva system blood glucose results of 64 mg/dl at 6:44 pm. She reported retest results 21 minutes later of 38 mg/dl and 84 mg/dl within 10 minutes of each other. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.